Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards japanese implant patient registry, approximately 4 years and 6 months after a tavr procedure, a sapien 3 valve was extracted and replaced with an inspiris resilia valve through surgical aortic valve replacement (avr). The extracted device was discarded at the hospital and not returned for evaluation. Details about the tavi facilities and the cause of the event are currently unknown and under investigation. Additional information revealed that the facility where tavi was performed, and the valve serial were identified. CT measurements indicated a high possibility of sinus of valsalva (sov) obstruction, making tav in tav unfeasible, thus leading to the selection of avr. The extraction of the tavi valve was due to an increased pressure gradient caused by calcification of the valve cusp, with no history of accelerated valve deterioration. No further information was obtained.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. It is possible that patient-related factors identified in the technical summary contributed to the reported event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.